Event description:
The customer reported that a pt was under dosed approx <5% of ptv (planned target volume) with the incorrect collimator rotation of 0 degree as opposed to 330 degrees. It was reported that the imrt (intensity modulated radio therapy) plan had been imported from (B) (4) (3rd party treatment planing provider) and approved. The user noticed that the field size was too large to be delivered at 1000 mu/min (monitor units per minute - a measure of dose rate) so the plan was copied within the user's eclipse treatment planning system and the dose rate changed to 600 mu/min for each field and the plan was recalculated. During the generation of the 'copied' plan for one field, the collimator rotation was inadvertently changed. The original field had a rotation of 330 degrees and on the copied plan it now reads 0 degree. No further pt info was provided.

Manufacturer narrative:
The edit logs were further evaluated and confirm that the plan was "copy and pasted" as a new plan in the same course. Additional edit operations were performed following the "copy and paste" operation. The edit logs also demonstrated that the collimator rotation for field (f3) was somehow inadvertently changed during this process. The user has been advised, and agrees, that the incident was the result of the use error. Plans which are edited after initial approval require re-approval before being available for treatment. The user is advised to exercise more care when manually editing plans, to ensure that critical parameters have not been altered in the process, and to further access this data during the re-approval process. Varian's process in the case of any radiation mistreatment is to obtain a second opinion from a consulting radiation oncologist as to whether or not the incident resulted in a probable injury for the pt - while this report indicates a under dose and the intention of the user to correct the dose in subsequent treatments, we were unable to obtain sufficient info for our radiation oncologist to conclude that there was no injury. No additional follow-up to this MDR is expected.